Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. The reported event of damage to the black power cable was not confirmed as no product was returned. The submitted log files associated with system controller (serial number: (B)(6)) captured driveline power fault alarms on (B)(6) 2025 at 16:22:33 due to intermittent power b broken faults. The alarm was active for the remainder of the log file ((B)(6) 2025 09:02:45). On (B)(6) 2025 around 16:36:26, the log file captured a pump stop consistent with the reported controller exchange. The driveline power fault alarms did not impact the controller¿s ability to support the pump, and the pump otherwise functioned as intended. The submitted log files did not indicate any issue with the black power cable. The submitted log files associated with controller (serial number: (B)(6)) captured the pump ramping up to the expected speed as intended after the driveline was connected. No additional driveline power fault alarms were captured. The provided information indicated the controller and modular cable were replaced and the alarms resolved. Multiple attempts were made to obtain additional information regarding if product would return; however, no additional information has been provided, and to date the controller has not been received for further analysis. A root cause for the reported events was not conclusively determined through this analysis. The device history records were reviewed, and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and troubleshoot driveline power fault and power cable disconnect alarms. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline and system controller power cables. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and controller power cables. The patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Event summary: it was reported that the patient experienced driveline power fault alarms, damage to the outer layer of the black power cable in two places, and damage on the proximal side of the modular cable. Log file review appeared to confirm the driveline fault alarms, and further testing was conducted to confirm and evaluate the damage to the modular cable. It was also later reported that the patient underwent a controller and mod cable exchange.